Event description:
Down tube came out of fastrac ceiling portion of light. Light fell between patient table and counter in physician's office. Patient was on the table and nurse was next to the counter. No one was injured.